Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting from end of set. Customer blood glucose level was 55 mg/dl at the time of incident and current blood glucose level was 282 mg/dl. Customer treated low blood glucose level with food. Customer also stated that the insulin pump was damaged. The insulin pump will not be returned for analysis.